Event description:
It was reported that the customer was hospitalized due to low blood glucose on the 20s mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The mother mentioned that the customer's blood glucose has been low and has been hospitalized twice in the past two weeks. The caller stated that the paramedics were also called. The customer had a lot of scar tissue and had been difficult to find a good area on him. The mother believes that the blood glucose meter was not reading correctly. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.